Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had blank display, battery cap cracked/damaged on insulin pump and experienced high blood glucose level of 495 mg/dl. The customer¿s blood glucose level was 447 mg/dl. Customer states reported that when she woke up her pump was turned off, she cleaned the battery contacts cap and inserted a new battery, but did not turn on. Pump was not bumped, dropped or exposed to moisture. The insulin pump will not be returned for analysis.